Event description:
Customer reported receiving a high reading of 105 mg/dl on their freestyle blood glucose monitor. The reference reading of 12 mg/dl was received on a lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.